Event description:
It was reported that during a heart transplant procedure, arterial line pressure was noted to be 300-400mmhg immediately after cardio-pulmonary bypass was initiated. The surgeon was informed and aoritc canula was readjusted a few times to no avail. The device was eventually clamped out and the cardio-pulmonary bypass continued using the bypass line. Pt's temperature was about 36c. Act was >1000 seconds. The prime was composed of plasmalyte 148 2000ml, 4% albumin 500ml, 20% mannitol 200ml, trasylol (aprotinin) 2,000,000 k.i.u. And heparin 100mg. The surgeon was concerned about perfusing the pt for the duration of the case through the bypass line. No sequelae were reported.